Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery, battery / (B)(4) / model #: 1650de / catalog #: 1650de / expiration date: 2019-04-30, UDI #: (B)(4), mfg date: 2018-04-26. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one battery had an erroneous critical battery alarm and was causing switching from port 1 to port 2 on the controller. It was also reported that another battery experienced power switching. The batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional products: product event summary: four (4) batteries (bat592886, bat599262, bat592870, bat592872) were not returned for evaluation. Analysis of the data log file revealed premature power switching events due to momentary disconnections involving bat592886, bat592870, bat592872 and premature power switching events due to communication errors involving bat592886, bat592872. Log file analysis also revealed a momentary disconnection that did not lead to premature power switching involving bat599262. Momentary disconnection will result in an audible tone or "beep." Additionally, data logs also revealed multiple relative state of charges (rsoc) between 101-201 involving bat592886, bat592870, and bat592872, which are indicative of communication errors. Review of the alarm log file revealed one (1) critical battery alarm due to a communication error involving bat592886. As a result, the reported events were confirmed. A power source lubrication procedure was performed on batteries bat592870 and bat592872 on 29-nov-2018 to mitigate the reported conditions. There is no evidence that the lubrication servicing was performed on batteries bat592886, bat599262. The most likely root cause of the premature power switching events can be attributed to momentary disconnections and communication errors between the controller and batteries. However, the most likely root cause of the reported ¿power restore beep¿ can be attributed to momentary disconnection be tween the controller and batteries. The most likely root cause of the critical battery alarm can be attributed to a communication error between the controller and battery. The most likely root cause of the observed rsocs between 101-201 can be attributed to communication errors. An internal investigation evaluated momentary disconnections. Additional products: battery bat599262 UDI#: (B)(4); h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12; d1: heartware ventricular assist system ¿ battery; d4: model#: 1650de / catalog#: 1650de / expiration date: 31-dec-2018 / serial or lot#: (B)(6); UDI#: (B)(4); d10: no; h3: yes; h4: mfg date: 29-dec-2017; h5: no; h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307; d1: heartware ventricular assist system ¿ battery; d4: model #: 1650de / catalog#: 1650de / expiration date: 31-dec-2018 / serial or lot#: (B)(6); UDI#: (B)(4); d10: no; h3: yes; h4: mfg date: 29-dec-2017; h5: no; h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was also reported that after routine log file review, two additional batteries were indicated to have had a communication error. The batteries remains in use.

Manufacturer narrative:
Correction: d4 product event summary: the two batteries were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed a premature power switching event due to a momentary disconnection and a premature power switching event due to a communication error involving (B)(4). Additionally, review of the alarm log file revealed one critical battery alarm due to a communication error involving the same battery. As a result, the reported premature power switching and critical battery alarm events were confirmed. There is no evidence that the lubrication servicing was performed on the reported devices. The most likely root cause of the premature power switching event can be attributed to a momentary disconnection and communication error between the controller and battery. The most likely root cause of the critical battery alarm event can be attributed to a communication error between the controller and battery. An internal investigation has been opened to evaluate momentary disconnections and implement corrective actions as required. Additional products: battery, (B)(4). D10: no h6 FDA method code(s): 4412, 4114 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.